Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d1, d4 (version or model #, catalog #), g1 (contact person ¿ mfg site), h4.

Manufacturer narrative:
Testing of actual/suspected device: (10/3233) a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. The unit passed all testing meet factory specification. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) the augmentation leds were not working. There was no patient involvement, thus no adverse event was reported.